Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is 1 of 13 mdrs filed for the same event (reference 1825034-2016-03636, 03671 / 03679, 03681 / 03683). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Device location unknown.

Event description:
Patient underwent a revision due to a failed hip fracture repair procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.